Event description:
It was reported that the user performed an infusion set and cartridge change but received an alert to change supplies because the fill cannula step was not completed, and the user was then educated and guided through confirming the new infusion set. Symptoms included no reported adverse clinical effects. Outcomes included resolution through troubleshooting and user education. Investigation included customer interview and troubleshooting. Investigation of this case revealed user error related to incomplete infusion set change steps, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related handling.